Event description:
It was reported that "approximately two weeks following" a novasure endometrial ablation (physician, facility name and date unk), the pt was "experiencing sepsis" and was admitted (date unk) into the intensive care unit (ICU). The "uterus was necrotic" (method of diagnosis unk) and the pt went on dialysis. We have been unable to obtain additional info surrounding this event.

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the MFR date is not known. Device history records (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. We have been unable to obtain additional info surrounding this event. If additional relevant info is received, a supplemental medwatch will be filed. According to the instructions for use (IFU), other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).